Event description:
Clinical report: patient revised for posterior dislocation.

Event description:
(B)(4)

Manufacturer narrative:
Duplicate of 1818910-2008-01546.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.